Event description:
Event description guidant received information that approximately two months post-implant this implantable transvenous defibrillation lead exhibited episodes of oversensing of noisy signals in the stored egrams resulting in inappropriate shocks and pacing inhibition. The lead was explanted and another guidant defibrillation lead was subsequently implanted. The lead was returned to guidant for analysis.